Event description:
The customer contact reported a separation. It was reported that the blood secondary tubing set was being used to deliver an unspecified volume of packed red blood cells (prbcs), at an unspecified rate. After an unspecified length of time, it was reported that the lower lid separated from the cylinder of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 331755h and 370885h. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.